Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. In addition, the pump touchscreen was unresponsive and became frozen on an alert screen. Customer¿s blood glucose level was 163 mg/dl. Customer reverted to manual injections for insulin therapy.